Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "pacer disabled" and "defib fault 72" messages. The complainant also stated the device would not recognize pads or paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to a faulty battery interconnect to system cable. The cable was replaced to resolve the malfunction and the device was recertified and returned to the customer.